Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 18.2 mmol, 11.4 mmol. Tests were done within 20 minutes. Patient did not experience any adverse events. No further information has been reported.